Event description:
A doctor alleged that seven (7) patients had composite replaced due to sensitivity after use of sonicfill composite. This is the sixth of seven reports.

Manufacturer narrative:
Specific patient information with regard to gender, age weight was not provided. Although the office identified two (2) different catalog numbers associated with the sensitivity issue, the office could not verify which catalog numbers had been used the patient; therefore, no catalog numbers were listed in this report. The catalog numbers involved in the alleged incident include item # 34921 and item # 34922. The doctor removed and replaced the restoration for the patient. To date, the patient is doing fine. The products involved in the alleged incident were not returned and no lot numbers were provided; therefore, no further evaluations could be conducted.